Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device the pressure chamber gauge is bad. There is no patient involvement or patient harm reported.

Manufacturer narrative:
D4 - primary UDI number; corrected h6. Evaluation codes: updated. The device was not returned for evaluation and there was no evidence provided for problem confirmation. Based on review of service history and information provided by the customer, we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.